Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5157066.

Event description:
Voluntary medwatch received states that lead was explanted and replaced due to twiddlers syndrome.